Manufacturer narrative:
Zoll has not yet received the zoll catheter for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
On (B)(6) 2018 at 1 pm, the thermogard ivtm system was used for patient treatment. After 11 hours of running the thermogard ivtm system, it was observed that the saline fluid level had dropped quickly. The doctor removed the 1st catheter and found it had a leak. The doctor replaced the 1st catheter with a new catheter (2nd) and the system functioned properly. Around 1 am, the thermogard ivtm system alarmed and indicated that an air trap leak was at fault. The doctor and bme turned off the system and cleaned up all the moisture on the airtrap. After cleaning, the system was restarted again, but it did not function. However, the user stated that the system function properly at a later unspecified time. The user reported that the two catheters had a leak. One catheter leaked in one place and the other catheter leaked in two places. No further patient information was provided. No known impact or consequence to patient. Reference MFR reports: 3010617000-2018-00521 (2nd icy catheter) and 3010617000-2018-00522 (thermogard xp console).